Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative (rep) reported that the patient had poor coupling between 2-4 bars and sometimes zero bars for about a month. Re-positioning the antenna over the ins provided no change in coupling. An antenna locate was performed and a value between 78 and 90 was achieved, but did not resolve the poor coupling. The 90 position could not be found, but 86 was obtained; however, zero coupling bars were achieved from this location. No medical symptoms were reported. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Continuation of: product ID 37651 (B)(4) product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. This issue was still not resolved. The caller spoke to a rep today and was told to replace the recharger. Caller was redirected to repair.